Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Isi has conducted a device history record (DHR) review for this instrument and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a "broken cable" was observed on the small grasping retractor instrument. There were no reports of fragments falling inside the patient. The planned surgical procedure was completed and no harm, adverse outcome or injury was reported.